Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had cuff inflation/deflation issue. In addition the problem was noticed directly when filling the cuffs. There was no patient involvement.